Event description:
As reported summary there was no alleged product issue with the greatbatch steerable sheath. The product was not in use when the hematoma was observed. Clinical findings were hematoma in inguinal region, intense pain. Hematoma is associated with puncture site and anticoagulation with sintrom.